Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Dmf# - 13704. Trade name - gentamicin sulphate. Active ingredient(s) - gentamicin sulphate. Dosage form - powder. Strength - 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes: (B)(6) 2017 indicate the patient received a left total knee replacement due to valgus osteoarthritis. The patella was resurfaced, and depuy cement was utilized. The surgery was completed without indication of complication by the surgeon. Revision operative notes: (B)(6) 2019 indicate the patient received a left total knee revision due to pain and swelling. Upon entering the joint, the tibial component was noted to be loose at the cement to implant interface. The femoral and insert components were replaced with no indication of deficiency. The patella was left in situ. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2017. Dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed (B)(6) 2019. 0 non-conformances on this lot number. Finla micro and sterility tests passed.